Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. Reportedly, the customer was using eli lilly u200 insulin with the pump. Tandem customer technical support informed customer that eli lilly u200 insulin is off-label per the user guide. The customer changed the supplies as necessary and resumed insulin therapy.